Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had low power, the bearing was worn, the device ran in the locked position, would not secure the cutter device, had unintended motion, the speed could not be changed/controlled, and the locking components were damaged. It was further determined that the device failed pretest for rotational speed, safety and cutter lock assessments. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.